Event description:
The customer reported that the insulin pump had an alarm during the manual prime process. The caller stated that she cleared the alarm and the insulin pump rebooted. Troubleshooting was performed. The caller stated when she rewound the insulin pump and began priming the tubing; the piston came out from the back end of the device. Advised the customer revert to backup plan. The blood glucose reading was 420mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with an alarm during basic occlusion test due to detached end cap. The insulin pump had missing end cap sticker.